Event description:
As reported, the patient had an initial tha. The patient was revised on due to poly wear and osteolysis in the acetabulum and proximal femur. No other patient information/medical history reported.

Manufacturer narrative:
D10: concomitants: 48mm novation crown cup. 32mm cobalt chrome femoral head. Size 9 novation element stem. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The reported loosening may have been the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the acetabular screw. However, this cannot be confirmed because the devices were not returned for evaluation and images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.